Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that the patient fell hard on concrete and since then they have been getting shocking in their upper thigh which was not normal; it did not matter how low they set their settings. The patient's doctor said to call the manufacturer. The patient had an appointment with their doctor on wednesday to get a shot in their neck. The patient was redirected to their healthcare provider to further address the issue, agent provided nas phone number. Agent also sent message to field for visibility.